Event description:
It was reported to philips that the system did not start up at 00:00. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) ordered a new flexvision-pc, and the in-house service engineer replaced the faulty flexvision-pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting. Review of the system log file showed that there was a malfunction with flexvision pc. The rse suggested to replace the flexvision pc and sent it to the customer place. The customer replaced the flexvision pc on their own. After replacement, the system was in good working order. The codes were updated based on the investigation outcome.